Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Visual inspection found the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. There are no failures reported on the logs during testing. This is caused by loose grip cable at the proximal end. As a result, the blade does not retract back and appear exposed inside the jaws. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument would not recognize. The procedure was completed with no reported injury.